Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05085. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the valve malposition was due to delivery system interaction with the pre-existing valves. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr in a previously implanted surgical valve with a 26mm sapien 3 ultra resilia valve, in which a second a 26mm sapien 3 ultra resilia valve was required. As reported, the patient had a history of commando procedure. The patient underwent planned valve-in-valve for a 27mm magna ease surgical valve. The plan was for 26mm s3ur +2cc. The s3ur was placed across the surgical valve in standard fashion, deployment initiated, noted to communicate with mitral prosthesis, balloon dragged ventricular landing 40/60. The operator felt there was communication between mitral prosthesis and commander system proximal balloon tip which directed system more ventricular. The mitral prosthesis and aortic prosthesis distance was underappreciated via CT. A 2nd 26mm s3ur valve was prepped urgently in sterile fashion and deployed without incident. The patient left the room stable to pacu. The initial reporter did not allege that any edwards devices were deficient in any way.